Event description:
It was reported that this right atrial (ra) lead exhibited intrinsic amplitude out-of-range with trends showing variable threshold measurements. The right atrial automatic threshold (raat) test on the electrograms (egms) show possible undersensing, causing a loss of capture (loc). A lead assessment with a programmer was recommended. The other lead measurements are stable, and the battery longevity is normal. At this time the implantable cardioverter defibrillator (ICD) and ra lead remain in service. No adverse patient effects were reported.